Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular signals. Additionally, the right atrial (ra) lead channel exhibited low amplitudes and intermittent loss of capture (loc). The device was reprogrammed to resolve the farfield oversensing. The boston scientific representative attempted to connect the electrogram (ECG) cables to the programmer, however, there was a lot of noise when connected. Technical services (ts) suggested further reprogramming options. The representative will discuss the reprogramming options with the health care professional (hcp). The device remains in use. No adverse patient effects were reported. Additional information received indicates that radiological examinations revealed that the ra lead dislodged from the atrial wall. The device was reprogrammed to turn atrial therapy off. The device remains in use. No adverse patient effects were reported.